Manufacturer narrative:
The probable root cause of the dislodged grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the force bipolar instrument was broken. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes the force to appear broken.